Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05799. It was reported that the patient presented for an explant procedure for crosstalk on the right ventricular lead. During the procedure, the physician elected to explant and replace the system. The patient was stable.

Manufacturer narrative:
A partial lead with the tip measuring 46.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.